Event description:
It was reported through a clinical survey that a 54-year-old, overweight, male patient was emergently admitted to the intensive care unit with ¿cardiac resuscitation with rsoc (return of spontaneous circulation).¿ the patient presented with a braden score of 12 and a stage 2 pressure injury involving the sacral area. During the treatment period, the pressure injury did not improve and progressed to a stage 3 pressure injury. Additionally, it was reported that two new stage 2 pressure injuries developed on the heels, contributing to a deterioration in the patient¿s health, resulting in prolonged hospitalization and ultimately, death. The survey respondent noted that there was no device malfunction, and the product was being used in accordance with the indications for use. Several comorbid conditions and medications are noted, which may impede wound healing. Given the previous information and the multi-factorial nature of pressure injury development it cannot be conclusively determined that the product had a causal relationship or contribution to the patient¿s outcome. Nonetheless, we are choosing to file this event out of an abundance of caution. No additional information was provided. Additional attempts are being made to obtain more information.

Event description:
No new information.

Manufacturer narrative:
Multiple attempts have been made to gather further information, with no response received.